Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported five false positive results to cue health field application specialist. Specific testing information was provided for three individuals, however, no information could be provided for the other two instances. This report is to document the false positive result for individual 1. Individual received a false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 31043c, reader sn (B)(6). Three repeat cue covid-19 tests performed on (B)(6) 2024 and (B)(6) 2024 provided negative results. Customer verified no other types of confirmatory tests (e.g., rat, pcr) were performed. Individual had no symptoms or known exposure. Cartridges were stored within the validated temperature range.